Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. Unit had broken reservoir tube lip, cracked case at display window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump¿s reservoir compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.